Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Isi followed up with the initial reporter and obtained the following additional information: the customer stated they did not have the patient information available but could confirm there was no patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted gynecology endometriosis resection surgical procedure, the 8mm large suturecut needle driver instrument had its cable broken midway through the procedure. The site opened another instrument to finish the case with minimal time delay.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.